Event description:
Approx five years after the implantation of the smart stents in the sfa, a binary restenosis was found. The dus corelab assessed a binary restenosis greater than or equal to (50% - 75%) of the 1st stent during the duplex ultrasound exam. No additional event occurred from this result. The pt was enrolled and treated in the sirocco study with two smart stents to the right superficial femoral artery (sfa). The puncture site was contralateral. The vessel anatomy at the lesion site was straight and the lesion was de novo. There was no thrombus present at the site. The lesion was 99% stenosed. The lesion was pre-dilated. The percentage of stenosis after pre-dilation and before stent placement was 60%. There was post dilatation.

Manufacturer narrative:
This product is not available, as stated. Additional info will be provided within 30 days upon receipt.